Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the transcatheter aortic valve implant the native aortic mean gradient measu red 37.8 millimeters of mercury (mm hg). Via aortography the transcatheter valve was implanted a 2 mm of the non-coronary sinus (ncs) and 6 mm of the left coronary sinus (lcs). Following the transcatheter valve implant and prior to discharge the mean gradient measured 11.9 mmhg. At the initial time of this event, the mean gradient measured 24.4 mmhg via transthoracic echocardiogram (tte).

Event description:
Medtronic received information that approximately seven months following the implant of this transcatheter bioprosthetic valve, echocardiogram showed increase in velocity and gradient of the valve. A week following the echocardiogram, computed tomography angiogaphy (cta) scan showed two suspected large thrombus mostly centered within the right and non-coronary cusps extending to the lumen of the stent. Medication was prescribed. The last three international normalized ratio (inr) results are as follow: 3.2, 2.2, 2.2. No adverse patient effects were reported. Additional information received indicated that approximately 7 months following the valve implant an anticouagulant was the medication that started for the suspected thrombus. A repeat transthoracic echocardiogram (tte) approximately 1 year following the valve implant identified the velocity and gradient were decreased again to the pre-suspected thrombus baselines. At this time the routine ech ocardiogram identified a decreased ejection fraction. The specific measurement was not provided. The patient denied symptoms. Additional testing was to be performed. No other action reported. Treatment and intervention were not reported. Approximately 2 years foll owing the valve implant a transthoracic echocardiogram (tte) measured the ejection fractionat 51%. The event was reported as resolved without sequelae at that time. A tte 3 years following the valve implant measured an ejection fraction of 63%. No treatment report ed at these intervals. The physician indicated the ejection fraction was unlikely related to the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.